Event description:
Boston scientific crm received information that this right ventricular lead tripped the lead safety switch due to impedance measurements greater than 2500 ohms. As a result, the lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
--

Event description:
Information was later received that this lead was surgically abandoned due to a lead fracture.